Event description:
Major pump unit(s) involved: external control system failureadditional text: lvad with no fill signalspecific component(s) involved: external controller malfunctionadditional text: lvad with no fill signal, vad in fixed modeother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controller; replacement of other component, specifyother intervention :implant device type: both (in the same or visit)malfunction device type: both (in the same or visit)

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.